Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 109 mg/dl. Reportedly, the customer was using admelog insulin. The customer was aware of insulin labeling with tandem supplies. System check with tandem technical support was unable to identify a source of the blockage. Multiple contact attempts were made by tandem technical support to continue troubleshooting; however, no additional information could be obtained.